Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient underwent an emergent controller exchange following a high priority alarm to primary controller. The patient called into vad hotline on morning of (B)(6) 2016 reporting that he was having a high priority alarm. Vad coordinator instructed patient to perform a controller exchange over phone with resolution of alarm which was tolerated well. The patient was seen in the clinic on the same day after the event, and the log files sent in. The previous primary controller was examined and bent pins were noted on port 1 power connection. 3 critical battery alarms seen in log files all on port 1 of controller.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple 'critical battery' alarms. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to bent pins in the power source (ps1) connector. The most likely root cause of the 'critical battery' alarms can be attributed to a communication error between the controller and the batteries. The manufacturer has opened internal investigations to evaluate these types of issues.